Event description:
It was reported that during patient use, a ventilator stopped ventilating the patient. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). A covidien customer support engineer (cse) inspected the device but did not duplicate the reported event. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.